Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report one of two for the same event. Report two of two is reported on MFR #0001032347-2017-00012.

Event description:
It is reported that on (B)(6) 2016, the screws were found to have backed out. It is reported that a revision to fix the screws occurred on (B)(6) 2016. It is noted that the appropriate surgical technique was followed.

Manufacturer narrative:
The product identities of the screws have been confirmed in the evaluation. A digital microscope was used to evaluate the screws. All three screws show signs of use on the threads. One of the screws has a deformation of the threads. This deformation is likely due to the removal of the screw. The three screws were functionally tested by inserting them into a pre-drilled white oak wood block. All three screws were fully inserted into the white oak wood block with ease. The product functioned as intended. There was a revision to remove these screws; therefore the complaint is considered confirmed. No x-rays, scans, pictures, or physicians reports were provided. No details as to what caused the loosening of the screws were provided. For these reasons, the most likely underlying cause of this complaint cannot be determined. The instructions for use (IFU) for this product states in the section titled possible adverse effects and complications: "1. Poor bone formation, osteoporosis, osteolysis, osteomyelitis, inhibited revascularization, or infection can cause loosening, bending, cracking or fracture of the device. 2. Nonunion or delayed union, which may lead to breakage of the implant. 3. Migration, bending, fracture or loosening of the implant. 10. Mandibular devices can fracture, bend, break or fail if used to bridge a mandibular resection site, in the absence of a graft." For the screws involved in this complaint, the non-conformance database was reviewed and no non-conformance was found for these products. There are no indications of manufacturing defects. This is report one of two for the same event. Report two of two is reported on MFR #0001032347-2017-00012-2.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. This is report one of two for the same event. Report two of two is reported on MFR #0001032347-2017-00012.